Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-1611. It was reported, the pt experienced uncomfortable heating at his ipg site while charging. The pt was advised to follow charging guidelines. The issue was resolved with a replacement charger. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This device was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.